Manufacturer narrative:
A ge service representative performed an onsite investigation. The joystick was replaced and the remote control was repaired. The system was put back into service.

Event description:
The customer reported that the system displayed an error message and locked up. No patient injury was reported.